Event description:
It was reported that during donor nephrectomy the device locked on the artery and couldn't get it off. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/29/2023 d4: batch # unk b3: date of event is 2023, event day and month unknown. Captured as (B)(6) 23. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number a9dm73, and no non-conformances were identified as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/29/2023. Additional information was the device locked on tissue with the jaws closed? * if yes, how was the device removed? * what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? * did the jaws eventually open? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) * what is the most current patient health status? The account described that they tried to ratchet multiple times while someone held the shaft to stabilize, but described that the lever was loose and unable to gain traction. They opened a second device for comparison and tried the manual override lever and said it did not feel loose like the first device (this comparison was not done on tissue or patient). I was not there so I am getting the report from the nurse who was scrubbed into the case and the team lead who spoke to the surgeon after the case. It was that reported could not remove from gonadal artery. The surgeon was dr. Sheikh. Reverse button was used then used manual override, but could not get traction. They opened a second device to compare noting the manual release was not loose.